Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient changed from 5.0 to 5.6v since (B)(6) 2016 and stated that "it's fine with urine but I have been passing my stool a lot for the past two days and until then the stool had been fine." The change in therapy/symptoms was noted to have been sudden in nature and they were to follow up with their hcp. The patient later reported on (B)(6) 2016 they were having a return of bowel problems. The patient asked if the therapy was meant to take care of both bladder and bowel symptoms. The patient stated that they were primarily implanted to help with their bladder, and their bladder was doing great, as they had a 50% or greater reduction in her bladder symptoms. The patient had been having a return of bowel symptoms recently and hadn't been feeling stimulation. Sometimes when they turned stimulation they would feel it in the rectum (bicycle seat area). The hcp put the device in for the bladder but told the patient that the device might help with the bowel symptoms, which had helped to the point where they weren't so stressed about not being able to make it to the bathroom. The patient started out at 2.4v, on (B)(6) the patient increased stimulation to 5.4v, then to 5.9v on (B)(6) changed it to 6.1v, but had not been feeling stimulation at all and their bowels have been acting up. They were going "very little but more frequent" and seemed to have been emptying out. The patient increased stimulation to 6.4v and felt in the correct area - the hcp had not told the patient to change programs, so they would stay on same program until they spoke to their hcp. The patient stated they would make an appointment for sooner because their next appointment with the hcp was 2-3 months out. The patient also reported a door handle hit their incision area sometime in ((B)(6) 2016), it hurt really bad, and noted that their implant site hurt when they sat and laid on it ((B)(6) 2016). They figured the pain was from the implant surgery, but it still hurt. The patient went to see the doctor a couple days later and he checked the device and everything looked good and everything was fine. The patient also noted the following pre-existing conditions and interventions which were not related to the device or therapy: the patient mentioned that they had a lot of bowel problems because they were a cancer survivor. The patient hadn't had cancer for over 20 years, but had had radiation on an inoperable tumor, then got a bowel obstruction. In december they had a rectal vaginal fistula from the radiation effects. The patient stated that they had surgery in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.